Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11463. It was reported that the patient presented in clinic for ablation procedure. Interrogation of the patient's implantable cardioverter defibrillator (ICD) revealed that the patient's right ventricular lead exhibited under-sensing during a supraventricular tachycardia episode. It was also reported that radiofrequency (rf) telemetry was initially established but was lost and the ICD only allowed for wand or inductive telemetry. No intervention was performed. The patient was stable.